Manufacturer narrative:
This event was initially being submitted on april 17, 2017 0001038806-2017-00147 as a reportable event (loosening), additional information provided by the customer clarified the event as an abutment not seating in the patients mouth. Therefore this event has been deemed non-reportable as an abutment not seating in the patients mouth is not likely to cause or contribute to a serious injury or death if it were to recur. The most likely outcome would be customer/patient inconvenience resulting in an additional dental appointment to refit the abutment. Screw returned by customer was a try-in screw (iunits) and is not intended used intro-oral use with final restorations. Date of this report; added additional information about the event; date received by manufacturer; added follow up type. Correction: changed brand name, type of the device, changed device name, changed device product code, changed catalog number, changed PMA/510(k) number.

Event description:
On (B)(6) 2017 clinician was not able to fit the abutment in patient´s mouth.

Event description:
It was reported that abutment screw loosening in patient's mouth. It was retaining a custom abutment